Manufacturer narrative:
(B)(4). Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Result: wear problem. Conclusion: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017. Inspection of the device was performed on (B)(6) 2017 where the quality control inspector found the following: insertion tube severe crush at stage 1; passed wet leak test; light carrying bundle bundle has less than 70% transmission; image dark; distal body chip at channel opening at thinnest part; passed dry leak test; up/ down control knob/ lever cracked; up/ down control knob/ lever loose; residue on objective lens; umbilical cable buckle at control body side; down angulation decreased; fluid invasion not observed in pve connector; # 4 remote control button cover cracked; suction arm loose; customer complaint confirmed; insertion tube bump at stage 3; insertion tube buckles at end of root brace; control body severe corrosion inside; primary operation channel resistance; up angulation decreased; inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals, bending rubber, distal end assy with tube, light guide fiber bundle (lcb), distal joint screw m1, insertion flexible tube w/segment, light guide cable, control body complete pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), bending rubber, bending rubber.